Event description:
The sales rep reports that during a vats procedure, the device stopped working midway through the firing. The manual release would not ratchet. They pulled the tissue out of the jaws. Once removed, there was no tissue damage. A new device was used to complete the procedure. There was no patient impact. No other details of the event are known. The device will be returned.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60d partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the manual override worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.